Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the display of the insulin pump was blank. Customer reported that the insulin pump's battery was low, and after replacing it, he received a bad battery message. When the customer attempted to bolus, the display went blank. After replacing the battery with the recommended type, the display returned. Blood glucose level was 300 mg/dl at the time of the call. No further information was provided.